Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately 9 ½ years ago. Vessel and aneurysm morphology at the time of implant were not reported. Currently the vessel morphology was reported as there was disease progression with aortic neck dilatation. It was reported that a recent CT demonstrated that the stent graft has migrated distally without a type I endoleak. The patient had an open repair performed. The surgical conversion was successful and the patient is fine. Exact date of intervention and nature of the open repair are unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (open surgical repair).